Manufacturer narrative:
The product was not returned. Based on the available information, no further action is required at this time. Complaint information is regularly analyzed to determine if further investigation is necessary. If additional information becomes available, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Event description:
Patient underwent surgery at chrds on date#1 for treatment of stress urinary incontinence using a retropubic suburethral sling. As of date#2, the patient has been diagnosed with vaginal exposure to material, which is currently under management.